Event description:
The following has been reported to hamilton medical ag on feb 16th 2024. Customer reported that this event occurred on february 8 2024, imvolving a hamilton t1 (sn (B)(6)) ventilator was in high flow oxygen therapy mode using an opti-flow cannula when high priority alarm tf 23008 and 231007 first appeared. Logs files are not available at the time of entry. According to the reporter, the staff say that nothing was connected to the lpo port. According the preliminary analysis, the root cause could be related to efective o2 proportional valve, mixer assembly or leak in lpo inlet as per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on feb 16th 2024. Customer reported that this event occurred on february 8 2024, involving a hamilton t1 (sn (B)(6)) ventilator was in high flow oxygen therapy mode using an opti-flow cannula when high priority alarm tf 23008 and 231007 first appeared. Logs files are not available at the time of entry. According to the reporter, the staff say that nothing was connected to the lpo port. According the preliminary analysis, the root cause could be related to efective o2 proportional valve, mixer assembly or leak in lpo inlet. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
The issue occurred during ventilation of a patient. No harm to the patient was reported. The root cause of the event was determined to be a defective o2 mixer assembly. After replacing the o2 mixer assembly, the device was released back into use.